Event description:
It was reported that facility phoned stating currently they have a state inspector investigating an injury. Resident got caught between the mattress and side rail. While caregivers were removing the resident from that position, an injury occurred. Fracture to the resident. As of the writing and after several attempts to obtain further information to date co has not received a reply.